Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific product issue. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mr and dyspnea appear to be cascading effects of the slda. Additionally, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with worsening symptoms, such as recurrent mitral regurgitation (mr) and shortness of breath. A post-procedure single leaflet device attachment (slda) was observed from a mitraclip device that was implanted on (B)(6) 2023. The secondary mr was initially reduced from grade 4 to grade 1-2. The patient returned with grade 4 mr on (B)(6) 2023. The slda was discovered during an echocardiogram. The anterior leaflet is attached and the posterior leaflet is detached from the clip. There were no adverse patient sequelae. No additional information was provided.